Event description:
Additional information later received from the hcp reported that the MRI was not ordered by the clinic. The patient was not seen post MRI. Was seen in clinic (B)(6) 2014, (B)(6) 2015 and the pump was interrogated at each of the dates.

Manufacturer narrative:
Concomitant products: product ID: 8711, lot# j10949r16, implanted: (B)(6) 2001, product type: catheter. Product ID: 8711, lot# j11153r44, implanted: (B)(6) 2002, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
In (B)(6) of 2015, the patient had an MRI and the pump stopped. The patient had the MRI to check the pump and catheter and to check his back because he ¿messed it up¿ but it was better now. He had injured his back when he lifted a trailer; he felt something collapse in his back and he passed out. It also caused him pain. The device system was delivering fentanyl and bupivacaine. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.